Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's charger smelled like it was burning. The pt received a replacement charger and battery pack.

Manufacturer narrative:
Device eval summary - device eval of charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, the charger was unable to charge a battery pack and there was contamination on the pca board inside the charger. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated charger. The pt received a replacement charger. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon receipt the battery pack was unable to charge and unable to power a monitor. Upon investigation, there was an open fuse in the battery pack. The cause for the inability to charge or power a monitor was the open fuse. The root cause for the open fuse cannot be positively determined but is likely a result of the contaminated charger. No adverse event resulted from the open fuse. The pt received a replacement battery pack. Device manufacture date - (B)(4): 02/2013; (B)(4): 02/2009.